Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was starting over a week ago pt was having issues with their recharger when trying to recharge the implant (ins). Pt had no issues connecting the controller to the ins when nothing was plugged into it. When trying to recharge the ins it took 30 minutes or better to locate the device because it kept looking saying unable to locate device and to reposition it. During call pt verified no damage to the recharger (rtm) or controller charging port. Pt reset the controller and got memory problem; pt set up the date and time. When they attempted to recharge the ins they got no device found. Pt could not get a high number on passive recharge mode. The issue was not resolved. A request was sent to the repair department to replace the rtm. No symptoms were reported.

Manufacturer narrative:
H3: analysis of the recharger, model: 97755, s/n: (B)(6), revealed no device found message. Record the two values: - the highest number (00) - the low number (00), got hot after running it at donut end, no visual anomalies were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.